Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: rv lead fracture/malfunction following implant of leadless ipg. The rv lead was capped. Serial number is currently unknown. Should additional information be received this file will be updated.